Manufacturer narrative:
The device was returned for evaluation on 02-may-2025. The report indicated that during an atrial fibrillation (afib) ablation procedure using a pentaray nav catheter, the patient experienced detachment of the catheter spline while using in patient with a prosthetic mitral valve. Device investigation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection was performed following j&j medtech procedures. Visual analysis revealed that one of the splines was detached, with exposed wires, a bent electrode and stress marks. No missing electrodes were observed. Evidence of good manufacturing of the device was observed. A manufacturing record evaluation was performed for the finished device number lot 31545735l and no internal action related to the complaint was found during the review. The issues reported by the customer were confirmed. The potential cause of the separation of the spline and bent electrode could be related to the manipulation of the device during the procedure. The stress marks observed suggest that excessive force was applied to the device. The root cause of the adverse event is traced to the user as the instruction for use (IFU) indicate: do not use the catheter in patients with prosthetic valves. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
The report indicated that during an atrial fibrillation (afib) ablation procedure using a pentaray nav catheter, the patient experienced detachment of the catheter spline while using in patient with a prosthetic mitral valve. It was reported that the pentaray nav catheter became caught on the patient's prosthetic mitral valve during mapping. The physician tried pulling on the pentaray catheter to remove it and one of the splines became detached from the pentaray catheter. The issue was noticed and confirmed with x-ray. The physician was prepping to extract the spline from the mitral valve. It was confirmed with x-ray that the spline dislodged and advanced through the arterial system and to the leg. The physician was able to retrieve/extract the spline using an "easy snare." The procedure continued. The last known patient status was stable. It was also reported that when attempting to come on ablation, the temperature reading would spike on the smartablate generator and ablation was cut off. The catheter was reseated but the issue persisted. The cable was replaced without resolution. The catheter was replaced, and the issue was resolved. The procedure continued. The information received indicated that physician¿s opinion of the event was procedure and patient having a mechanical valve. The event was treated with arterial access in the leg performed to remove the pentaray spline, and the patient fully recovered. The patient required longer stay because a (tee) transesophageal echocardiogram needed to be performed to verify the mitral valve device was not damaged. The activated clotting time (act) was above 300 seconds. The event occurred during use of biosense webster products, and four (4) catheter exchanges occurred during the procedure, four (4) for afib procedure, and one (1) for arterial access to remove pentaray spline for a total of five (5). The entrapment of device is considered MDR reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).